Event description:
It was reported the patient was chinese non-tabaco user with a medical history of dysuria, elevated blood sugar, elevated urine glucose, and benign prostatic hyperplasia (bph). Two days prior to the index procedure serum psa level performed showed a 3.830 ng/ml. Uroflow assessment performed a day prior to the index procedure, indicated the total voided volume as 165 ml, and post void residual as 50.6 ml. The patient underwent the study procedure. During procedure, a fiber was guided to the prostate tissue, and the energy delivered during the procedure was 520000j. Six days post procedure voiding trial was confirmed to be successful, and the patient was discharged from the medical facility a day after voiding trial. The patient experienced transitional history of uti. Approximately 11 months post the index procedure, the patient is experiencing lower abdominal bulge discomfort. Scan for prostate volume was performed which revealed no abnormality. Per the electronic data center (edc), there was not action taken to treat the symptom. The cause for the abdominal bulge was unknown; however, the site informed that after a bph procedure, local immunity is poor, which may cause abdominal distension and discomfort. The investigator contacted the patient 43 days post onset symptom and learned from the patient that the symptom of abdominal distension and discomfort had alleviated approximately a week from onset symptom. The patient symptom of abdominal bulge discomfort was considered resolved without sequelae. The investigator assessment of the patient symptom in relationship to the device and procedure were assessed as not related.

Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-61343. The subject device is not available for analysis. A labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-61343.

Event description:
It was reported the patient was chinese non-tabaco user with a medical history of dysuria, elevated blood sugar, elevated urine glucose, and benign prostatic hyperplasia (bph). Two days prior to the index procedure serum psa level performed showed a 3.830 ng/ml. Uroflow assessment performed a day prior to the index procedure, indicated the total voided volume as 165 ml, and post void residual as 50.6 ml. The patient underwent the study procedure. During procedure, a fiber was guided to the prostate tissue, and the energy delivered during the procedure was 520000j. Six day post procedure voiding trial was confirmed to be successful, and the patient was discharged from the medical facility a day after voiding trial. The patient experienced transitional history of uti. Approximately 11 months post the index procedure, the patient is experiencing lower abdominal bulge discomfort. Scan for prostate volume was performed which revealed no abnormality. Per electronic data capture (edc) system, no action was taken to treat the patient symptom and the symptom was reported to continue. The investigator assessment of the patient symptom in relationship to the device and procedure were assessed as possibly related. This report is for abdominal discomfort.